Manufacturer narrative:
(D10) concomitant devices: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t: (B)(6) 200-02-38 - three peg patella 38mm: (B)(6) 201-78-15 - holding pin mini sharp point 4 pk: (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19: (B)(6) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal notification that a patient had an initial left total knee arthroplasty and was then surgically revised approximately 5 years, 8 months following. The operative report states: "left knee- aseptic loosening, revision of all components. Patient had progressive/increased pain and swelling. Radiographs showed loosening about the femoral component. Lab studies are normal. Findings: the synovial fluid was clear. There was an abundant synovial inflammation present. Inspection of the components showed that there was evidence of wear debris on the medial femur polyethylene posteromedially. There was obvious loosing of the femoral component. The tibial component was securely fixed. The patella was in appropriate position. The knee was stable after revision. No complications during the surgical procedure. The femoral component removed; there was a moderate degree of bone loss on the lateral condyle, minimal bone loss on the medial condyle with extensive resorption from polyethylene particle reaction. Tibial component securely fixed and was removed with modest bone loss. Occlusive dressing was applied and overwrapped with sterile cast padding, then compressive wrap. The patient was placed in a knee immobilizer. The patient was awakened, extubated, and taken to the recovery room breathing spontaneously." No device return is anticipated and there are no photos or other images of the device provided. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.